Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). D10: cat# 67621515 lot# 2110034004 mutars rs stem. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as is location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a hip revision due to dislocation. A competitor stem was used during the initial procedure and the surgeon believes that failure of the competitor stem fixation led to dislocation event. A new constrained liner was implanted with a longer head. It was reported that no further information is available.